Event description:
Technician alleged that the brakes would not hold at the head end of the stretcher. No patient impact.

Manufacturer narrative:
Technician found the brake/steer linkage was broken at the head end of the stretcher. The technician replaced the brakes at both ends of the stretcher with an upgrade kit to resolve the issue.